Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, repeated error u-02 occurred on vio dv integrated electrosurgical unit (iesu). The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse had the customer perform hard power cycle the iesu multiple times, but the issue was not resolved. A secondary system was being used for a case and site only has ft-10. The isi tse informed the customer that ft-10 was not validated. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, reproduce the error and replaced the iesu to resolve it. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error u-02. Error u-02 appeared on the iesu upon consecutive startups. Main screen did not display adjustment settings. Ports did not recognize instruments. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.